Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor plate. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2013 with the following findings: the force sensor was found to be out of calibration and the force resistance measurement was out of specification. Investigation found evidence of contamination on the force sensor plate. Unrelated to the force sensor issue, investigation also revealed that the battery compartment is cracked and the battery cap threads are stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).